Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h11. Corrected fields: h6 (medical device code).

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checkup of device before sending to exhibition the cardiosave intra-aortic balloon pump (iabp) unit had low helium alarm issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure and a performed helium calibration (high/ low pressure) and replaced helium tank. The unit passed all safety and functional tests as per manufacturer's specification.

Event description:
N/a.